Manufacturer narrative:
Motor error alarmed during the basic occlusion test and compromised force sensor system alarm during prime test at 4 pounds due to protruded drive support disk. The pump was unable to perform the occlusion, prime and excessive no delivery test due to motor error alarm. The motor passed motor test. The pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call indicating high blood glucose readings and a motor error alarm from the insulin pump. The customer's blood glucose reading was 557 mg/dl. The customer stated that she put in a new reservoir and primed the pump and received a compromised force sensor system alarm. The customer stated that insulin was squirting out during the manual prime process. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear sticking out. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions.